Event description:
It was reported that ultracision handpiece was used during an unknown procedure and that the hand piece is emitting a solid tone. The case was completed with another handpiece. There was no patient consequence.